Event description:
It was reported that a patient presented with ventricular undersensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not known.